Event description:
It was reported that devices were used during a laparoscopic cholecystectomy. It was reported the seals kept ripping and then would leak. It is unknown how the case was completed. There was no consequence to pt. 8/14/2001 no other info could be obtained from user facility.